Manufacturer narrative:
A whole 91.5 cm lead was returned and analysis found the stylet could not be inserted/removed due to the stylet coating in inner coil. The cause was traced to component failure.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the initial implant procedure, the stylet was unable to be removed from the left ventricular lead. When pulling the stylet out, the inside of the lead also pulled out. The physician suspected blood coagulation located at the tip may have caused the issue. The lead was removed. Due to difficult patient anatomy, an epicardial lead was implanted on (B)(6) 2020. The patient was stable throughout.